Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_837 - trifecta gt pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2017, a 23mm aortic trifecta valve was implanted. On (B)(6) 2022, the patient reported having a 3 week long persistent fever and urinary symptoms. Blood cultures confirmed endocarditis, enterococcus faecalis, and an echocardiogram showed warts on the aortic valve. Intravenous antibiotics were administered, and patient condition resolved. The patient is recovered and discharged.

Manufacturer narrative:
An event of endocarditis, fever and urinary tract infection was reported. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the device remaines implanted and not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 medical device problem code: code 2682 removed.